Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customers insulin pump had time clock anomaly. The customer¿s blood glucose level was 11.9 mmol/l at the time of incident. It was reported that they had constantly received error message. The customer stated that the gain was not greater then 1 minute per week. It was reported that the customer had gained 4 minutes greater per month. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was asked verbally and in written form to return broken pump for analysis. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm, replace battery alert, replace battery now alarm or battery power loss alarm noted during testing. Device was reset with correct time/date and monitored for 10 days. No time/clock anomaly was noted.